Event description:
Pt had bronchoscopy, tracheal dilatation, tracheostomy change on 03/10/2000. Episode of acute respiratory distress on 03/14/2000, bag and mask @ 100% ventilation. Questionable mucous plug, unknown etiology. Unable to wean 03/15/2000. Flexible branch on 03/16/2000 showed foreign body in right upper bronchi. Rigid bronch on 03/16/2000 for removal of foreign body. Plastic tip of percutaneous trach wire introducer was noted and removed.